Event description:
Device malfunction: plunger would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after inserting the starclose se device the plunger was depressed, but would not stay engaged. Pressure was held on the plunger to open the vessel locator wings and deploy the clip. Hemostasis was achieved with the device. There were no reported adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.